Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The consumer reported that there was a loss of stimulation. The consumer reported that the patient¿s stimulation had stopped and her pain had returned. The consumer reported that the patient¿s battery had depleted to off. The consumer also reported that the patient¿s battery was ¿going down¿ and that the patient either needed the battery replaced soon or to have an updated system put in. The consumer reported that the patient had been having trouble charging and that it was a ¿metaphorical¿ pain in the butt for her to sit still for that long to charge. The consumer reported that the patient charged and charged and let it run down and then charge it back up. The consumer reported that the patient was really active or that she was really active and it was just getting the patient to slow down and sit still long enough and charge. The consumer confirmed that the patient got 6-8 coupling bars. The consumer reported that the healthcare provider (hcp) told her that perhaps the patient was due for a battery change and the patient was confused as she reported that she always charged every night/never allowed it to go off before and was diligent about charging so thought battery would last 9 years. The patient reported that she did have an extremely hard fall and fell flat on her back and on her butt right where the implant was. The patient reported that x-rays didn¿t show anything. The patient reported that even though the battery was working she was still having a lot of pain, so she went in and got a shot in the tail bone and it really had no effect and throughout the years she had so many shots in her spine. The patient reported that the hcp talked about a battery ¿recharge¿ and they¿ve changed the stimulation, she didn¿t know how many times but it didn¿t seem to want to stay where she needed it. The patient reported that even when a manufacturer¿s representative (rep) programmed it stimulation wouldn¿t last where she really needed it the most. The patient reported that she tried using the patient programmer to adjust it and that hadn¿t helped. Additional information was received from the consumer on 2017-05-22. The consumer reported that the programming was not getting the right spots and the patient was in a lot of pain. The consumer reported that the hcp was going to coordinate with a local rep but never did so. No further complications were reported.